Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not returned for evaluation. The console was visually inspected with little residue in the purge area. Extensive testing couldn't reproduce the failure without the realm of briefly trying to access the softkeys while keyboard: high guard level is active. This was done by holding down multiple soft keys while trying to activate another simultaneously. The button is not available for as long as the other two are being pressed. This is within specification of the aic. The root cause for the failure was not reproduced since the failure couldn't be reproduced outside the specification of the aic. No apparent issues were found that could be related to pressing the rotary push button except for the one instance of the kbd high guard activating. As a precaution, field service was instructed to replace glass kbd and preventative maintenance was performed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the softkeys on the automated impella controller (aic) were no longer working during patient support. The aic was swapped to resolve the issue. There was no patient harm.